Event description:
The seal on the tip of the plunger allowed a very toxic chemo dug to backflush backward past the seal and into the syringe barrel causing a spill and exposing the nurse doing the chemo infusion to a high level of radiation.